Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging corrosion and leakage in the battery compartment of her one touch ping meter. The complaint was classified based on a conversation a customer care advocate (cca) had with the pt on (B) (6) 2010. The pt reported that on (B) (6) 2010, the subject meter began to prompt a battery indicator. When the pt opened the battery cover to replace the subject meter's batteries, she discovered the alleged issue. The pt manages her diabetes with an insulin pump. The pt reported that as a result of the alleged issue, she was unable to test her blood glucose because she did not have an add'l meter to test with. At an unspecified time on (B) (6) 2010, the day after the alleged issue was discovered, the pt reported that she developed a headache and felt shaky and sweaty; symptoms she associated with low blood glucose. The pt denied receiving medical treatment. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.